Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during surgery and the ventilation was stopped. There was no patient injury reported.

Manufacturer narrative:
The electronic log file was analyzed. The information stored therein, indicates that an issue with the motor might have been the root cause, but the motor was not available for further investigation. The exact root cause could finally not be confirmed. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case automatic ventilation will no longer not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring functions will remain available.

Event description:
It was reported that the device failed during surgery and the ventilation was stopped. There was no patient injury reported.